Event description:
Same case as: 2134265-2015-03207. It was reported that a burr became stuck with a rotawire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.75mm rotalink¿ plus and a rotawire were selected and advanced to treat the target lesion. After ablation was performed several times increasing the size of the rotablator, the physician attempted to remove the burr from the wire and it was noted that it got stuck with the wire. The burr and the rotawire were removed together as a unit. It was unable to remove the rotawire from the burr outside the body. The procedure was completed with another of the same rotalink¿ plus and rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).